Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported  that the  insulin pump had receive software error and circuit failure. The blood glucose level was 108 mg/dl. Troubleshooting was performed. The product will be returned for analysis

Manufacturer narrative:
Software error detected found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.